Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the order issue was resolved. A technical support specialist (tss) communicated with the customer, and the issue was successfully verified as resolved. The reported patient was no longer listed as discharged. The system functioned as intended after the customer resolved the issue. Upon investigation of this incident, the technical support specialist (tss) confirmed with customer that the issue was resolved and no further investigation required for this device. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the single patient order was not showing on station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.